Event description:
It was reported that multiple intermittent occlusion alarms including alarm 2 and alarm 26, with occlusion events occurring frequently over the past month. There was no adverse impact to the customer¿s blood glucose level. To resolve the issues, the customer changed the infusion set and cartridge and resumed insulin administration.